Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing weakness, involuntary jerking and popping issues.